Manufacturer narrative:
Replacement part sent to site, and customer resolved issue on site. No further investigation, needed.

Event description:
The customer reported to natus on (B)(6) 2017 that their intensity of their neoblue 3 unit would not increase when the intensity switch was flipped from low to high; high intensity mode was unavailable. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.